Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) due to several suspected atrial driven tachycardia episodes. Technical services (ts) discussed device reprogramming. This ICD remains in service and is functioning as programed. No adverse patient effects were reported additional information was received and several shock inappropriate therapy episodes due to several suspected atrial driven rhythms has been exhibited. The patient has now reported to be symptmatic the longer the episode. Technical services suggested device reprogramming, as well as an ep evaluation and an ablation as possible solutions. No additional adverse patient effects were reported.